Manufacturer narrative:
One 4.5mm twinfix ultra pk anchor assembly was returned for evaluation. Visual assessment of the device confirmed the anchor breakage. The anchor has broken above the suture eyelet. The anchor is also pulled away slightly from the inserter. One of the inserter tines is missing and the other is dramatically bent. The condition of the inserter and anchor are consistent with excessive force being applied during use. Per the device IFU for hard bone application such as this a 3.5 mm spade tip drill and 4.5 awl-dilator should be utilized. Further investigation is not warranted at this time. (B)(4).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the twinfix ultra suture anchor fractured when screwed into the bone during a patellar disclation repair procedure. All fragments of the broken component were removed from the patient before completing the procedure with a backup device. The surgery was completed without delay. No patient injury or complication were reported.